Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed. There was a cut through the outer insulation and the outer tubing overlay, both at 20 cm. Visual analysis found that there were no set screw marks on the is-1 pin, indicating that the lead was not fully inserted into the device.

Event description:
It was reported the lead was replaced due to multiple egms showing noise that started abruptly and continued for a week without any cause. No patient complications were reported as a result of this event. In addition it was reported that during the implant procedure there was sensing difficulty with lead (B) (4). The device was not implanted. No patient complications have been reported as a result of this event.